Event description:
While a ge healthcare field engineer was on site to service a proteus system, the collimator disconnected from its mount and fell less than 12 inches and was held by its cabling. There was no pt on the table. There were no reports of injury. The loose collimator was reattached and refastened. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.

Manufacturer narrative:
The collimator was installed onto the system 12/2005.